Event description:
It has been reported in the sunquest radiology system that when documents are removed from archive, subsequent addendums may overwrite previous addendums. This issue will occur under the following conditions: original radiology document must contain an addendum, and the original report and addendum have been archived, and the original report and addendum are reactivated using reactivate archived document function (ardoc), and a subsequent addendum is added. Note: only the newly added addendum is available.

Manufacturer narrative:
No patient harm was reported. The healthcare provider would see the correct subsequent addendum for the patient. What would be missing are the original report as well as the first (previous) addendum. The original report and the first (previous) addendum are not able to be retrieved by the client once this defect has occurred. Note: the original report can be retrieved by sunquest support accessing the data at the global level. The previous addendum data is permanently lost and cannot be retrieved.